Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105, which was not reproduced but confirmed through a review of the device event history log. Evaluation found excessive motor bearing wear with shaft end play, black material around the bearing, and the outer gearbox bearing was worn, with the bearing cage broken and starting to disintegrate. Due to the motor/gearbox bearing failures, the motor assembly was replaced.